Event description:
Customer was hospitalized due to high blood glucose levels. Mother stated that pump alarmed no delivery on several occasions prior to hospitalization. She stated that she changed the infusion set two or three times but high blood glucose levels continued. Troubleshooting was performed and insulin exited but mother was not convinced that pump was functioning. Mother asked for pump to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.